Manufacturer narrative:
(B)(4). Device evaluation: the root cause was attributed to a micro processing unit printed circuit board failure. Review of the parts tracker in the repair-primary activity of the related sr shows that the ipump printed circuit board assembly was replaced due to damage prior to servicing. The problem was not reproduced. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding failure of upstream occlusion message appeared. Pump was re-calibrated and passed all subsequent testing. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The reported malfunction of "during test circuit... Pump will not infuse" was not confirmed and not reproduced. No assignable cause was determined and no repairs were necessary. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported an ipump with "during test circuit...pump will not infuse ". This event occurred during circuit testing in biomed service. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.